Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment for the peritonitis was unknown. On an unknown date, the pd catheter was removed and the patient was placed on permanent hemodialysis. Eight days after the hospitalization the patient was discharged. It was unknown if the patient recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.